Manufacturer narrative:
Citation: boethig et al. Pulmonary valve prostheses: patient¿s lifetime procedure load and durability. Evaluation of the german national register for congenital heart defects. Interact cardiovasc thorac surg. 2022 jan 18;34(2):297-306. Doi: 10.1093/icvts/ivab233. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding patient¿s lifetime procedure load and durability who are implanted with pulmonary valve prostheses. All data were retrospectively collected from the german national register for congenital heart defects between 1957 and 2018. The study population included 997 patients (predominantly male, age ranged from less than 1 to greater than 40 years old) who underwent 1,823 pulmonary valve replacements including 226 transcatheter valve implants. Multiple manufacturer¿s devices were implanted in the study population; an unspecified number of patients were implanted with a medtronic contegra conduit or hancock bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, an unspecified number of deaths occurred. No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events potentially associated with heart valve products included: aortic dissection requiring intervention, pericardial effusion requiring pericardiocentesis, endocarditis, arrhythmia requiring permanent pacemaker implant, stent placement in cardiac conduit, replacement of cardiac conduit or valve, and unplanned reoperation required during same admission. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.